Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The cranial application starts and runs normally. No unresponsiveness was observed. No error messages were received. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the system was unresponsive during the procedure. The site rebooted the system and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and the system was working as intended. The manufacturer date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the system was unresponsive during the procedure. The site rebooted the system and the issue resolved. There was less than an hour delay in the procedure. No impact on patient outcome.